Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 178 mg/dl; cause was unknown. Reportedly the customer had slurred speech, was pale and in a cold sweat. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.